Event description:
It was reported to medtronic minimed that the customer experienced flashing medtronic logo, unspecified pump error. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. Customer reported a flashing medtronic logo on the screen that was not a single flash. Customer reported receiving a pump error. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0873 inches. Pump did not pass the sleep current measurement test due to high currents. Unit was successfully downloaded using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms/alert/anomalies noted during testing. Pump error 53 (file number: 2005; line number: 5632) was found in the history files on (B)(6) 2024 23:20:36.000 due to a software error. Pump error 4 was found on (B)(6) 2024 23:42:07.000 in the history files. Failed battery test on (B)(6) 2024 20:27:57.000, power loss alarm on (B)(6) 2024 23:39:41.000 and low battery alert on (B)(6) 2024 19:25:00.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor home switch and force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Flashing medtronic logo was not confirmed. Pump error 53 was confirmed due to a software error. Pump error 4 was confirmed due to a pump error 53. E/a alarm unspecified was confirmed with a pump error 53 and pump error 4. Unexpected battery power loss was confirmed due to moisture damage to the electronic stack and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.